Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. Corrected data:h6 (health effect ¿ clinical code). This order is created only for quotation purpose, fse has not visited the site. Fse will visit the site after receipt of confirm po. No other information is available. In future if we receive any information regarding repair, will reopen and update the investigation.

Manufacturer narrative:
Updated fields: b4, (g1(contact office, contact person ¿ mfg site), g3, g6 (health effect ¿ clinical code). H2, h11. Corrected fields: d8, d9, h3.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit not switching on . There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event name :(B)(6).